Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a (B)(6) male presented at the time of the study procedure with a pulmonary embolism (pe). A history of chronic obstructive pulmonary disease (copd), cancer (treated with chemotherapy in prior 12 months), hemorrhagic stroke with residual deficit (most recent (B)(6) 2015), intracranial bleed, and smoking (current). The patient underwent placement of a gunther tulip® inferior vena cava (ivc) filter on (B)(6) 2016 due to pulmonary embolism with contraindication to anticoagulation secondary to a stroke/neurologic event greater than 30 days prior. The ivc diameter at the intended filter location was 19.35 mm. The ivc had no anomaly or thrombus prior to filter placement. Using the right internal jugular vein as the access site, the complaint gunther tulip® filter was deployed at the intended location in the ivc infrarenal site and in a location suitable to provide sufficient mechanical protection against pe. The filter neither deployed prematurely nor did the filter jump upon deployment. There was no evidence of filter fracture, deformation, migration, or filter tilt. There was no extravasation of contrast or filter legs appearing outside the column of contrast after placement. Core lab analysis of the placement procedure venacavagram revealed the ivc diameter at filter location was 16.4 in ap view. No ivc anomaly or thrombus was present. The filter was placed in the ivc infrarenal site. There was no evidence of filter deformation or migration. There was no extravasation of contrast, but filter legs did appear outside the column of contrast after filter placement. The post-procedure x-ray was performed and revealed no evidence of filter fracture, embolization, or migration. Core lab analysis revealed no evidence of filter fracture, deformation, or embolization. Migration was not assessed. Three days post-procedure, a follow-up computerized tomography (CT) scan was performed. There was no site reported results of the exam. Core lab analysis of the CT revealed an incomplete exam. There was no evidence of filter fracture, deformation, or embolization. There were twelve filter legs ( representing four primary legs with two connecting structures per leg) with grade 1 filter leg interaction with the ivc wall. Migration and tilt were unable to be assessed. No further imaging of the filter was performed in the study. Three hundred nineteen days post procedure, the patient expired. The reported cause of death by the attending physician was lung cancer with metastasis to the brain representing a progression of a pre-existing condition.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, manufactures instructions, clinical reference, and quality control procedures of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Furthermore, given that the initial report states that a grade 1 interaction was present with all of the primary filter legs and also the secondary filter arms so soon after placement, the interaction is possibly related to patient's fluid status and relative collapse of the ivc due to its compliant nature. Given the configuration of the tulip secondary arms, it is uncommon for the secondary arms to demonstrate any degree of interaction with the wall of the ivc above the point at which the secondary arms wrap around the primary filter legs unless the entire ivc is collapsed around the filter. Based on the information provided and no product returned, the conclusion of our investigation is that this event was not caused by the device, but likely attributed to the patient¿s condition. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.